Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to code blue with potential bleeding and healthcare professional suspected a perforation. Evaluation revealed that the right atrial (ra) lead appears to be sensing and pacing in the right ventricle. An x-ray was performed, and the ra lead position was unable to be seen due to large hematoma. Further evaluation was performed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon further evaluation, no ra lead perforation was observed, only lead dislodge. The patient experienced pain at the hematoma site, swelling and bruising was noted in the left upper arm. Physician unable to determine whether the hematoma is causing tissue necrosis. Given the patient medical condition, medication was administered. The patient will be monitored via follow up visits. The reported hematoma is deemed as not related to the ra lead.